Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The initial reporter was contacted and they reported they were never able to do the MRI because they wanted to deactivate the probes and that was too invasive for the patient's symptoms. They discharged the patient the day of the initial report and directed them to follow-up with their primary care physician. After doing other assessments, it had been determined that the pain may not have been related to the device. When asked to clarify the nurse responded they did tweaking to the device, but it was more or less pain from the manipulation, not the machine itself. When asked if the patient's inability to walk was resolved, they responded that the patient was ambulating on their own/with assistive device/cane when at the clinic. It was noted the nurse was not able to access the patient's chart at the time of the report. They did not know the type of manipulation the patient or if the product had been affected, but they thought it was concluded that the device had not been affected, and the pain was from the manipulation itself, not due to an effect on the device. It was also noted the nurse did not know if the patient had seen a managing physician after being redirected there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported a nurse called regarding MRI compatibility guidelines as the patient is having bilateral back pain. Caller indicated patient had adjustment to this tension or cord, caller do not know what tension or cord means, and was given a patient programmer to make his own adjustment on frequency, caller reports this is what patient indicated. Caller reports patient needs MRI of lumbar area to assess for possible infection or hematoma at the implant site. Per a doctor there, patient had manipulation done to his back, the doctor declined to answer what kind of manipulation. Doctor indicated patient had CT scan done and was normal. Caller reports patient cannot walk. No further complications were reported or are anticipated.